Event description:
It was reported that during a revision procedure, this right ventricular (rv) lead was attempted to be implanted in the left bundle branch, however, the helix broke during the implant procedure and the physician was not able to extend or retract it. A new lead was implanted. No additional adverse patient effects were reported.